Event description:
It was reported that after the patient had exposure to different theft detectors with her implant off, she experienced parasthesia momentarily. It was noted that she already had her implant turned off due to pregnancy. Further info is being requested from the hcp.

Manufacturer narrative:
To date, the device has not been returned to medtronic for evaluation. If further information is received or the device returned, a follow-up medwatch report will be sent. See scanned page.